Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Event description:
Ous MDR - rising impedance of the rv lead was noted. Patient was hospitalized. A new rv lead placed and the old lead was not sent back for analysis because it is in situ. The ICD was exchanged because it had a short life time left, no other issues involved. Patient was discharged on (B)(6) 2012.